Event description:
It was reported that during a colonoscopy procedure, the colonovideoscope exhibited angulation tightness and stiffness. The procedure was delayed for more than 30 minutes while the patient was under sedation. The procedure was still completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. Corrections to b1, b2, and f10. D4 serial was corrected to ni as an incorrect serial number was initially provided.